Event description:
A health professional reported that an endplate pin of a capri internal expansion tower disengaged post-operatively. No adverse consequences were reported. Revision surgery has not been performed nor scheduled at this time.

Manufacturer narrative:
Corrected data: b5. H6 coding has been updated to reflect completion of the investigation.

Event description:
A health professional reported that an endplate pin of a capri internal expansion tower disengaged intra-operatively. This was observed in an intra-operative x-ray. The surgeon decided to leave the device implanted in the patient. No adverse consequences were reported.